Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 700cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 700cc mentor memorygel breast implants, elected for revision surgery on (B)(6) 2021, for dissatisfaction with the appearance and size of the breasts and for developing increasing back and shoulder pain related to the weight of the breasts. During the surgery, it was discovered that the right breast implant was ruptured. Subsequently, the patient underwent bilateral secondary complete mastopexy and bilateral removal and replacement with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9556192 sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9553693 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant has been reported under mrn: 1645337-2021-05862.